Event description:
It was reported that during a gall bladder procedure, the device produced malformed clips, scissored. The surgeon used another like device to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.